Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the light channel was broken and the contacts was heavily dusty, the front panel switches were not functioning, the socket and connector was worn out and the lamp no longer reached the minimum brightness. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, the visera elite xenon light source was not recognizing or detecting the scope. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the scope detection was not functioning due to a functional deterioration of the scope sensor and the front panel flashes and cannot be operated likely due to the failure of the output connector outlet and the adhesion of dust to the metallic contacts. Olympus will continue to monitor field performance for this device.